Event description:
It was reported by service report that the left and right side rail cables were missing. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail cable.